Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had loss of capture and varying impedances. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.